Event description:
The pump reportedly failed volume accuracy testing (underdelivered) as performed by the hospital biomedical engineering dept. The expected delivery volume ws 20.0 ml with specification limits of 19.0 ml to 21.0 ml. The device delivered 17 ml. There was no pt involvement. There were no reports of any pt events when the device was in use.